Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record (DHR) indicates the order was built to specification. The customer returned a specimen cup with a microscopic clear foreign material. The sample was sent to the particulate lab, the lab was able to identify the foreign material as part of the tip wrench. The root cause of the customer's complaint is a piece of the tip wrench. The customer should be reminded to remain vigilant when threading the tip onto the handpiece to prevent this over torqueing which can result in this type of event. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that two pieces of plastic came out the phaco handpiece during phaco mode during a cataract procedure. One of the two pieces were removed from the eye. The current status of the patient is not known. Additional information was requested; however, none has been received to date.